Event description:
No additional event information to report at this time.

Manufacturer narrative:
Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister). Sterility has not been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the sterile packaging was damaged during stock inspection. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). D10: 51-104160 tprlc 133 t1 pps ho 16x152mm 6919310. 51-107160 tprlc 133 mp type1 pps ho 16.0 6513991. G2: foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.